Event description:
Reportable based on analysis completed on (B)(6)-2010. It was reported that during a percutaneous coronary intervention procedure, difficulty crossing the lesion and a shaft break occurred. The physician was treating in-stent restenosis of another manufacturers' previously placed stent. The lesion was located in the calcified and severely tortuous mid left anterior descending artery (lad). Another manufacturers' 1.5mm balloon catheter was used to dilate the lesion. This 3.5x15mm quantum maverick balloon catheter was then used to treat the lesion. Several attempts were made to cross the lesion unsuccessfully. Upon one of the attempts to cross the lesion, the shaft broke on the proximal area 12 to 15cm from the hub. The break was located outside the patient. The catheter was retrieved and the procedure was completed with the same 1.5mm balloon catheter. No patient complications were reported and the patient's status is stable. However, product analysis revealed that the location of the break site was on an area of the device that can enter the patient.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for analysis in two pieces. One piece measured approximately 46cm from the distal end of the strain relief to the hypotube break site. The other piece measured approximately 97cm from the hypotube break site to the distal end of the tip. The fracture site appearance is consistent with the device having been kinked prior to breaking. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)